Event description:
The hcp reported the pt presented with fever, pain, and pocket erosion. A culture of the device pocket and catheter track was positive for staph meningitis. The pt was treated with IV antinbiotics and total device system explant. The infection resolved. The pt had a risk factor of corticosteroid use.